Event description:
It was reported that an interventional endoscopic ultrasound (eus) was performed for the bile duct. An attempt was made to insert an asahi fielder 18 guide wire into a disposable aspiration biopsy needle (na-u200h-8022), but was unsuccessful and the guide wire got stuck. A non-asahi biopsy needle was then used and the procedure was completed without any issue. It was informed that there were no adverse patient effects associated with this event and the patient was fine after the procedure.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) as well as expiration date could not be obtained. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported fielder 18 guide wire was returned for evaluation. The returned fielder 18 guide wire was found wavy and curved for approximately 32mm from the tip. The coil pitch was widened at approximately 42-44mm from the tip, exposing the core wire. Measurement of the distal segment of the guide wire confirmed that the outer diameter was within the product specification. The polytetrafluoroethylene (ptfe) coating of the wire shaft had scratches reaching the core shaft, which were likely caused due to contact with a relatively hard and sharp-edged object. Lot history review of the reported fielder 18 guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The guide wires are visually inspected for no anomaly of appearance as part of the production process. Based on the obtained information and the investigation outcome, it was presumed that beding stress generated with the manipulation of the fielder 18 guide wire might have been locally applied on the guide wire due to anatomical conditions such as the digestive tract, bending the wire tip. Consequently, the guide wire got stuck with the concomitant device. As for the peeled ptfe coating, it was inferred that the wire surface might have been forcibly scraped by a relatively hard and sharp-edged object such as the metal tip edge of the disposable aspiration biopsy needle, causing the scratches on the ptfe coating. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to rule out a possibility that some fragments of the ptfe coating might be left in the patient anatomy. No CAPA will be taken. The instructions for use (IFU) states: [warnings] this guide wire is coated with polytetrafluoroethylene (ptfe), polyether ether ketone (peek) and a hydrophilic polymer. Failure to follow the instructions provided under "warnings" and "precautions" may cause damage to the coating, and require medical intervention or lead to severe adverse effects. [Precautions] if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy and take any necessary remedial action. When using this guide wire with a metal needle, use a metal needle having a single apex and no side hole. When using this guide wire with a metal needle, operate (push or pull with rotation) only the radiopaque portion at the distal end of this guide wire for not more than 5 times. Operation of the part proximal to the distal radiopaque portion of this guide wire must be limited to pushing. [Malfunctions and adverse effects] peeling of coating.